Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and the manufacturer observed evidence of foam degradation during device evaluation. There was no report of patient harm or injury.